Event description:
Complainant alleged that clinicians were monitoring a patient, (age & gender unknown) after monitoring the heart rhythm for approximately 19 minutes a decision was made to administer treatment. The device initiated charging the energy (joules unknown) then displayed "low batt" and "defib fault 78" messages and did not deliver energy to the patient. The complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.